Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-00043 addresses the first extractor balloon and manufacturer report # 3005099803-2015-00044 addresses the second extractor balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during preparation, when the mandrel was being removed from the exit ramp, it was noticed that the mandrel broke broken into two pieces inside the catheter. The device was put to the side and another extractor was used; however the same issue occurred. Reportedly, the balloons were never introduced into the patient¿s body. A third extractor balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) the mandrel breaking in two pieces with one piece still in the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.